Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, and respiratory issues (difficulty breathing). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, and respiratory issues (difficulty breathing). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, and respiratory issues (difficulty breathing). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b: adverse event/product problem: "updated to both." Section d: model number updated. Catalog item identifier updated. Product UDI updated. Section h: device problem code grid updated. Remedial action initiated fields updated. Recall number fields updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, and respiratory issues (difficulty breathing). Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated. In previous report recall (z) number captured wrongly, in this report has been updated correctly.